Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 4/2mm amplatzer piccolo occluder was selected to close a large pda defect. The device was delivered using an antegrade transvenous approach with an intra-ductal placement of the device. Two hours following the procedure, a murmer was observed and a x-ray and echo revealed the device had embolized to the left pulmonary artery. The patient was referred to the cardiac catheterization laboratory and the device was removed using a snare. The defect was closed using a amplatzer vascular plug ii (lot number: unknown) and no patient consequences were reported.